Event description:
It was reported that the patient noticed a change in stimulation when they took him off methadone and placed him on tramadol. Now the patient was back on methadone as of 2 days ago and wanted to reprogram his settings since it had been 2-3 years since had was reprogrammed. He went off methadone at end of (B)(6) 2014, went into withdrawal all the way into (B)(6) 2015 to end with his. He was put on tramadol to use with the stimulator but it did not take care of the pain. He could feel the nerve pain shooting into his feet, even with the stimulator running. They put him back on methadone two days ago and it was helping with the nerve pain. It was noted that it worked fine when the patient was on methadone but when he was on tramadol the stimulation did not do anything. Now he wanted to have another level of settings on it and wanted to change the pain signal route. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient received assistance from the physician or manufacturing representative and their concerns were resolved. The patient had an appointment on (B)(6) 2015. It was further noted that the patient still had concerns but they were working with their manufacturing representative or physician.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).